Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the latch lock mechanism. Additionally the downstream occlusion seal was observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock and dso seal were replaced and the device passed all testing.

Event description:
It was stated that the device latch lock cannot be closed, and the pump shows an alarm. According to the reporter the event did not occur during patient use, and no one was harmed as a result of this event. There is no more information available.